Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No battery out limit and no blank or black display anomaly noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s battery compartment was damaged and had been cracked for about a month. The insulin pump was not bumped or dropped. The customer reported that when they woke up,the pump was unable to be turned on and shut off by itself.  Customer also indicated that the pump alarmed battery out limit and the screen goes blank. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.